Event description:
It was reported when the device was used during a sigmoid colon resection, there was no cartridge in the stapler. The case was completed using sutures. There was no reported patient consequence.